Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume multi-rate infusor¿s bladder ruptured. This occurred while filling the device with an unknown drug. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: the device was being filled manually with a syringe when the rupture occurred. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was received for evaluation. Visual inspection verified the reported condition of a ruptured reservoir. A microscopic inspection revealed markings located on the exterior surface of the reservoir near the rupture line. The cause of the condition could not be determined. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.